Event description:
It was reported that a patient with a previous kyphoplasty for an l5 fracture suffered a collapse of the vertebral body and required additional surgery to stabilize l4-s1. It was reported that the patient underwent a spinal surgery from l4-s1 with hardware instrumentation. The patient presented post-op with back pain. X-ray did not indicate any issue. Patient underwent a revision and it was discovered that both s1 screws were broken. The hardware was removed and replaced.

Manufacturer narrative:
Additional information received regarding treatment of the patient: screw breakage and seroma at s1 level on both sides due to after fusion l4 to s1 with revision done. Secondary diagnosis: arterial hypertension, cardiac arrhythmias, huge renal cysts on the left. During the follow-up treatment the patient had been trained intensively and recovered noticeably from surgery. Finally, he was fully mobilized. Six weeks after surgery, he suddenly had a strong pain and presented again. There was no bladder or rectum dysfunction. Clinical finding: a clearly overweight patient with ¿(B)(6). Examination while sitting. Limping gait (on the left) using a crutch. Postoperative scar is irritation-free. Slight fluctuations, slight throbbing pain. Pressure pain above superior facets. Left sacroiliac joint pressure is sensitive. Weakened muscle reflexes. Patella reflex can be triggered moderately. Achilles tendon reflex is not triggered on both sides. Peripheral pulses are all traceable. Motoric skills caused by pain are hardly to be evaluated. However, no manifest paresis. Reclination is pain-relieving. Mrt of lumbar spine, (B)(6) large accumulation of fluid subcutaneous from l3 to s1. Questionable connection into depth. Small submucosal cushion in area of pedicle screws. Neither stenosis of spinal canal nor stenosis of originating nerve roots. Patient was hospitalized in a case of emergency with immobilizing pain. The radiological diagnostics showed fluid retention beneath surgery scar with indication for revision surgery. Patient was monitored in the intensive care unit for one night postoperatively. Two erythrocyte concentrates had been administered. As this implied the risk of a repeated implant failing, we talked with the patient several times in detail about the possibility of a l5 vertebral body replacement with the intention of anterior support.

Manufacturer narrative:
Analysis of the returned device shows that visual examination of the mas bone screw confirmed bone screw fracture at the base of the bone screw head. Visual and optical inspection of the bone screw surface immediately adjacent to the fracture identify material damage which appears to be secondary (post-fracture) damage. Microscopic examination of the fracture surface identified multimodal fracture, with initial fairly flat region approximately 30% of the way through the cross-sectional area, with evidence of ratchet marks, beach marks, progressive striations, which are all consistent with cyclic fatigue. The remaining portion of the cross-sectional area. This is followed by another region of increased material disruption, consistent with overload, and which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms major and minor diameter are within print specification. Conclusion: after visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show two x-ray views ap and lateral of a construct from l4 to s1. Fenestrated screws are seen in place with purchase augmented with pmma injection through the screws at both l4 and s1. Balloon kyphoplasty has been performed at l5. Osteopenia is present as is severe degenerative disc collapse at l4 and l5. There appears to be a cement extravasation on the left at l4. There is enough artifact created by the barium/cement mixture and the implants that I cannot verify that the s1 screws are broken.